Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: product family: dbs-linear leads, upn: (B)(4), model: db-2202-45, serial: (B)(4), batch: 7074331. Product family: dbs-linear leads, upn: (B)(4), model: nm-3138-55, serial: (B)(4), batch: 7076577. Product family: dbs-linear leads, upn: (B)(4), model: nm-3138-55, serial: (B)(4), batch: 7076598.

Event description:
It was reported that a patient's lead was exposed behind the right ear approximately 3mm. The physician reported a redundant loop in the lead superior to the connect and feels that the loop may have caused pressured on the skin causing the dehiscence. The patient's the lead was placed deeper in the pocket and the wound was closed.